Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(4) 2016 to report that the receiver displayed err:hwbbt on (B)(4) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.